Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total laparoscopic distal gastrectomy, the surgeon was able to squeeze the handle, but the stapler did not fire. A new handle was used to complete the case. There was no patient injury.